Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report air bubbles in the reservoir. It was reported that the air bubbles were champagne size but were grouped together. The customer's blood glucose level was unknown. The customer requested to be sent a new reservoir and infusion set and agreed to return the product back for analysis.